Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure the patient experienced a myocardial infarction (mi). The 100% stenosed target lesion was located in the left anterior descending (lad) artery with a 3.5mm reference vessel diameter and a 14mm lesion length. A 3.5x16mm liberte stent was implanted. Residual stenosis was 0%. The procedure was documented as a technical success. The patient experienced target vessel related anterior mi in target lesion on the date of the index procedure. No ECG changes were observed. A rise in cardiac markers was documented. The patient was on anticoagulant and asa therapy at the moment of the mi. No further data was provided. The patient was discharged three days after the index procedure without angina or silent ischemia. Discharge medications include asa 100 mg/day indefinitely and clopidogrel 75 mg/day for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.